Manufacturer narrative:
A ge service rep performed an onsite investigation. The system hard drive was evaluated and replaced. The system software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed a corrupt file system error. This error may cause the system to lock up or not to boot. There is no report of injury or death associated with the event described in this complaint.